Event description:
It was reported that water leaked from the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. It was also mentioned that the water leaked from the bifurcation area of the foley catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), two-way silicone foley catheter received with cut portion of inlet tubing. Visual inspection of the sample noted no obvious visible observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and solution immediately leaked form a 0.12" pinhole found on the inflation funnel underneath the inflation cap. This was out of specification per inspection procedure which states, "inspect for missing or incomplete funnel fill, poor gluing, damage or scratches. A potential root cause for this failure could be incorrect molding of either the inflation valve or retention cap. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. Corrections: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked from the foley catheter during pretest. It was mentioned that there was no balloon rupture or tear. It was also mentioned that the water leaked from the bifurcation area of the foley catheter.